Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma/gel bleed. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced a right sided granuloma with gel bleed and left sided calcifications post procedure. A palpable high-density granuloma of the right breast has been demonstrated through mammography since 2015, and was also seen through multiple ultrasound examinations. This region of the right breast and axillary lymph nodes showed findings consistent with extracapsular rupture through imaging, as silicone appeared present. Ultrasound and mammography also demonstrated benign calcifications in the left breast. The devices were explanted intact, meaning free silicone present in imaging of the right breast, was probably more consistent with a gel bleed than rupture. Bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed with explant. See 1645337-2020-13228 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no gel bleed sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).